Manufacturer narrative:
E1: initial reporter facility: (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was not detected on the bus. A field service engineer (fse) identified that all the light emitting diodes were illuminating on the module controller. The fse tested the drawer 3.1 and 3.2 and identified that the 3.1 was failed and replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 3 was not detected on the bus. User attempted device to restart, attempted to open the back of machine and reattach the ribbon but it did not work, unable to get narcotic key for nicu patients for that unit nurses were unable to get doses of narcotics from the lock box. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.